Manufacturer narrative:
The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the reported false air-in-line alarms has not yet been possible. (B)(4) will update this report with new information as it becomes available.

Event description:
Customer stated in medwatch mandatory report # 05011200000-2015-8011: "pcea pump keeps saying "air-in-line" despite no noticeable air in the line. Tubing was primed and reprimed several times. Also changed actual tubing out and the pump continue to say "air-in-line" (B)(4).